Manufacturer narrative:
Concomitant products: product ID 8840, serial # unknown, product type programmer, physician; product ID 3986, serial # (B)(4), implanted: (B)(6) 2000, product type lead; product ID 748966, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3986, serial # (B)(4), implanted: (B)(6) 2000, product type lead; product ID 7434a, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The manufacturer representative reported the patient was seeing "oor" on the patient programmer on the day of the report. The patient had a second patient programmer and "oor" also was displayed on this patient programmer. The "oor" displayed when the patient first communicated with the implantable neurostimulator (ins). There were no falls or traumas reported that could be related to this issue. However, there was recent emi environmental exposure. The patient was around some welding at her work last friday before the "oor" started to display. The patient did not have any changes in stimulation or any other adverse events while she was near the welding area. The patient could not get past 1.6 volts on her patient programmer due to the "oor" condition. The patient was programmed 0+,1+, and 2-. The patient was last seen by the manufacturer representative two weeks prior to the report and all impedances were normal range. The manufacturer representative initially thought the patient had an open circuit on one of her electrodes, but when the history was looked up, this was not true. It was also unlikely that the "oor" was due to low battery and the patient hadn't seen the elective replacement indicator (eri) on the patient programmer. The patient had not had any changes in stimulation since the "oor" started to display, and no patient symptoms were reported. The manufacturer representative met with the patient on november 6, 2015. The manufacturer read the ins with the clinician programmer, and confirmed the "oor" code was displayed. The impedances were checked and everything still looked normal; anything in combination with case was 333-386 ohms. It was also reported that 504 ohms was seen on 0 and 1, 468 ohms was seen on 0 and 2, and that 518 ohms was seen on 0 and 3. The patient was programmed on 0+, 1+, 2-. It was also indicated that the patient wasn't doing anything out of the ordinary when the patient first noticed the "oor." The patient was at work, but nothing strenuous. There were no changes with the programming since the last session on october 13, 2015. At that time, the therapy impedance was 356 ohms at 1.8 volts, a pulse width of 450, and 70 hertz with the same electrodes active. The therapy impedance was now at 344 ohms at 1.65 volts, a pulse width of 450, and 70 hertz. The patient sees the "oor" every day for 5 days, and then it's gone for 5 days and she can make adjustments. When the patient sees the "oor", she can turn the stimulation down, but can't turn it back up again. The manufacturer representative tried eliminating an active electrode and tried programming on different pairs, decreasing the amplitude, decreasing the rate (the pulse width was already maxed out), but nothing gave the patient proper coverage she needed. The manufacturer representative did not try programming on the case. However, the manufacturer representative did try programming on 4 different combinations of bi-pole pairs and wasn't getting sufficient coverage. Once exiting out of the session and going back in, the "oor" message was not seen again. It was confirmed the patient's battery voltage was at 2.825 volts. It was recommended to put a cap on the amplitude to 2.0 volts. If the issue continued, further investigating of the impedances may be needed by using different positions and x-rays may be needed as well. It was reviewed, when the ins is above 2.8 volts, "oor" can trigger. It was reviewed to educate the patient that checking the ins often with the programmer may cause this, but it was unlikely. Of note, the patient's relevant medical history includes reflex sympathetic dystrophy syndrome/causalgia-complex regional pain syndrome and spinal pain.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the oor (out of regulation) message came back on (B)(6) 2015, then it was gone the next morning. While at work on (B)(6) 2015, the patient saw that the oor message came back several times, but she was able to clear it out herself for a little while. She pushed the black button on the front to get past the oor message and found that she could adjust stimulation, unlike before when she could not increase stimulation. Then she turned off the patient programmer and turned it back on, and the message was gone; it was noted that the patient could not do this before. Later the oor message would be back on; this usually happened once stimulation felt jerky and uneven again, and sometimes within minutes. The patient tried the antenna and it did not make a difference; she used it most of the day so she could keep clearing the oor messages more easily. It was also reported that the patient noticed stimulation was "pretty jerky" the past week. In addition, stimulation was going in places it should not have (like the patient's hand). It was noted that stimulation had never gone past her wrist. Every time stimulation became jerky, the patient saw the oor message, cleared the oor message, and stimulation became smooth again. It was further reported that the patient lately began to get worried about the leads; she asked if the issue could be the battery and not the leads. On (B)(6) 2015, the patient noted that there was no error message and stimulation was "nice in smooth." Additional information received from the manufacturer representative reported that the manufacturer representative was scheduled to meet with the patient on (B)(6) 2015. The manufacturer representative later reported that troubleshooting and impedance tests were done to figure out where the oor (short) could be coming from. The manufacturer representative indicated that 0+, 1+, and 2- were programmed. The results of troubleshooting and impedance tests indicated the patient felt some fluctuations when contacts 0 and 1 were programmed. In addition, an electrode measurement showed 1806 ohms when all other combinations were between 300 and 550 ohms. Contact 1 showed higher impedances with the patient's head turned to the right; it was noted that these impedance values were not out of range. Also, use of contact 3 resulted in unwanted stimulation to the patient's hand. It was noted that the manufacturer representative programmed the patient using 0+ and 2- for now. With the patient nearing elective replacement indicator (eri) / end of service (eos) in the next few months, discussion of possible lead revision was noted. No outcome or interventions were reported for this event. If additional information is received, a follow up report will be sent.